Event description:
The catheter had been in place about 1 day when leakage was noted at the exit site. The catheter was pulled back a little and flushed, but the leak continued and the source of the leak could not be determined. The catheter was removed.